Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heart start xl defibrillator monitor indicating the device was used to monitor a patient and the device issue caused delay in monitoring. The device was used in manual mode, the patient didn't require any defibrillation, and the patient outcome was stable. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by distributor. Based on the information provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to an external paddle failure. The root cause of the external paddle failure could not be determined. The issue was resolved by replacing external paddle by a third party and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl indicating that the external paddle set was cracked. Device was in clinical use at the time of event. However, there was no actual harm or injury reported to philips. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.